Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05834. On (B)(6) 2014, the patient was implanted with an scs system. Post-op, ineffective stimulation was present. The following day the patient's leads were found to have migrated. In turn, the leads were repositioned. Repositioning the leads resolved the patient's issue.